Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-oct-2017, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that device shown out of service after it outage. A field service engineer (fse) worked with the customer and checked the power cables and the internet cables. Then the fse asked customer to make sure that the station was in service on the server. A local technician found that the internet cable at the station was not fully plugged in. Once the cable was securely connected, the station was rebooted, communication was successfully restored, and the out of service error was cleared. The customer confirmed that the station was communicating properly, accessible to users, and functioning as designed. The system functioned as intended after the field service engineer had investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device shown out of service after information technology outage and was offline in remote support service. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.